Event description:
It was reported that the customer rolled over the pump and as a result the touch screen became shattered; but remained functional. Additionally, the pump became difficult to read. There was no known impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy.